Manufacturer narrative:
No product has been returned for eval. Infusion set being used by patient is not a tandem distributed product.

Event description:
Received info stating patient was in the hospital for dka. According to patient cause of high bg' were bent cannulas.